Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and replaced the helium regulator which corrected the issue. The fse performed functional tests that carried out with positive results. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6), who is a getinge employee. A contact person at the event site is: (B)(6).

Event description:
It was reported that during a customer demo the cardiosave intra-aortic balloon pump (iabp) had a loss of helium from the pressure regulator. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Investigation was performed by technician of the maquet national repair center (nrc). The nrc received a pressure regulator p/n 0103-00-0637, serial number (B)(6), with a report the unit had a loss of helium from the pressure regulator. Performed visual inspection of pressure regulator p/n 0103-00-0637, serial number (B)(6) per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the pressure regulator p/n 0103-00-0637, serial number (B)(6) into nrc iabp cardiosave test fixture serial number (B)(6) for testing of the reported problem. Performed and tested the pressure regulator p/n 0103-00-0637, serial number (B)(6) in accordance with procedure number (B)(6) revision c and the cardiosave service manual part number 0070-00-0639 revision q, in an attempt to recreate the reported problem, the nrc verify that unit had a loss of helium from the pressure regulator. Retaining the pressure regulator in the nrc per procedure (B)(6) rev aj. If further investigation is not required, the pressure regulator shall be scrapped.

Event description:
N/a.